Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead could not be fixed during the procedure. The lead was not used. The patient was stable.

Manufacturer narrative:
A complete lead with four stylets was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The helix extension length was measured within product specification. The stylet insertion test was performed. The stylet was able to advance through the lead completely without any restriction